Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the saphenous vein graft. A 3.5x19mm rx graftmaster covered stent failed to cross due to the anatomy and complexity of the whole case: old stents protruding into the aorta, challenging coaxial engagement, multiple stents throughout the course of the graft. The proximal shaft was noted as kinked once removed. The physician was going to attempt again with the same graftmaster, but the device fell on the floor and therefore not used. Another rx graftmaster was used to successfully complete the procedure and seal the perforation. There were no reported adverse patient sequelae.